Event description:
On (B)(6) 2015, the pt underwent total gastrectomy for a necrotic stomach. An ng was placed in his left nares at that time. On (B)(6) 2015, the pt was noted to have developed a stage iii left nares pressure ulcer secondary to the ng tube, we have noticed that the bard ng tubes are stiffer in recent years and question whether this may be related to movement towards bpa free products. The nares tissue is quite friable and can breakdown very quickly with minimal pressure, so the stiffer tube places our pts at greater and unnecessary risk. The wound ostomy nurse has communicated her concerns to the product representative.